Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID: 457453 lead implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that there was an elevated short interval counts (sic) on the lead. The patient was asked to press hands on the chest but no noise was induced. No reproducibility of noise was confirmed during the check. The patient did not remember using any device that could have had possible emi with the device/lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.